Event description:
It was reported that the user experienced intermittent communication failure between the dexcom g7 sensor and the ilet due to concurrent bluetooth connections with an apple watch and the dexcom app, preventing connectivity to the ilet until the watch was disconnected and the devices were re-paired; the event involved the antenna/electrical-magnetic communication components, and the ilet resumed insulin delivery once cgm readings returned. Symptoms included hyperglycemia with a reported glucose of 225 mg/dl without symptoms, which decreased to 118 mg/dl after insulin delivery resumed. Outcomes included a delay to therapy and a minor, transient impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified, consistent with intermittent communication failure related to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component-related failure.